Event description:
It was reported that the right ventricular lead exhibited an increase in capture thresholds. The patient was brought in for a revision. During the revision the lead could not be repositioned due to the inability of the helix to re-extend. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.